Event description:
False positive result (s). I got a positive result from the flowflex antigen home test (purchased at cvs) on 1-26 and, since my symptoms were slight, I went to the city pcr site to have it confirmed with the molecular test they administer. That test result came back the next day as a negative. I immediately retested with a flowflex kit, and it again showed positive. I returned to the local site, and they repeated the test. The next day I was again emailed a negative molecular test result from the city. I now have two positive flowflex results and two negative molecular tests. Which is right???